Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It reported that the patient experienced loss of efficacy and also some tingling and numbness left. It further stated that it was unlikely related to the device and was not related to the implant procedure. It reported that an scs interrogation done, it seems she used 90% of time but at 0 setting date of test: (B)(6) 2019. As for intervention, the entire system was explanted and not replaced and issue was resolved without sequelae (B)(6) 2020 no further complications noted or anticipated.